Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
The patella clamps are not fully setting the trials during surgery.

Manufacturer narrative:
Examination of the submitted patella drill clamp's determined that the ball plunger was functional, however the connection was loose. Also, there is more compression being applied to the medial side of the drill guide compared to the lateral side. The product development team is aware of this complaint and has a design to replace the ball plunger with a leaf-spring and increase lateral pressurization. This will create a stronger connection between the patella clamp and modular pieces along with a more even distribution of pressure moving forward. The enhanced attune patella drill clamp will be distributed under product code 254501055. (B)(4) was approved on november 25, 2014. New design is now available. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.